Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant result was due to a cracked barb fitting at the wash 1 bottle. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Event description:
Discrepant advia centaur xp (B) (6) results were reported to the physician. The samples were repeated and corrected reports were issued. There are no known reports of pt intervention or adverse health consequences due to the discrepant (B) (6) results.